Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was continued during the hospitalization and treatment. No additional information is available.